Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a uninterruptible power supply (ups) battery cartridge was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the uninterruptible power supply (ups) of the imaging system was not holding charge. There was no patient present at the time of the issue.